Event description:
Patient had a right thoracoabdominal radical nephrectomy with periaortic lymph nodes. She had a jp drain inserted following the procedure. Three days later, the physician wrote an order to discontinue the jp (jackson pratt) drain. While attempting to remove the drain, the drain broke at approximately 1/4 in. Of the white tubing. Unable to visualize any tubing at the entrance. The portion of the tubing that was internal was retained in the patient. The physician was notified. After his discussion with the patient, the decision was made not to surgically remove the drain at this time. The remainder of the tubing was sent to the lab for gross analysis and is being secured at the hospital.